Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The reported feedback suggests that during the infusion of paclitaxel (chemotherapeutic agent), the user noticed an alarm in the pump. There was a leakage at the filter of the air inlet. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.